Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recs0035 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that it was impossible to pre-flush the connector inside the catheter kit due to fluid leaks. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to flush pre-flush the connector was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 4fr s/l groshong proximal connector segment. The sample appeared free of obvious usage residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be fully occluded. Following disassembly of the connector segment, the occlusion was isolated to the red luer connector. Microscopic inspection of the red luer connector revealed it to be fully occluded near the distal end. The occluding material was consistent with and continuous with the connector material. The connector could not be flushed because the red flushing connector was fully occluded. The occluding material was continuous with the connector material and appeared to have been deposited during the molding process. Photographs of the sample have been forwarded to the manufacturing site for further evaluation. (B)(4) evaluation: complaint due to ¿impossible to pre-flush the connector¿ was confirmed. According with the photo evaluation performed at (B)(4) and gross visual, microscopic visual and functional testing performed at vad lab the following was concluded: the distal end of the red connector was found to be fully occluded. Observation of the occlusion material revealed to be a red plastic material from the connector itself causing the inability to flush the proximal connector assembly. This condition was caused during the molding process at supplier facility. Therefore, the cause of this condition is supplier related.

Event description:
It was reported that it was impossible to pre-flush the connector inside the catheter kit due to fluid leaks. No other information was provided.